Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer also reported that the insulin pump also has off no power anomaly. Customer advised that the battery on the device looked depleted and they have cleaned the battery compartment without any positive results. Customer was advised that a new battery cap would be sent out.